Manufacturer narrative:
Manufactures investigation conclusion: the pump remains in use supporting the patient and was not available for evaluation. Although the evaluation of the submitted log file confirmed the report of an increase in pump power, a specific cause for this increase could not be conclusively determined through this evaluation. In addition, a direct correlation between the device and the reported events could not be conclusively established. The submitted system controller log file contains approximately 38 hours of data beginning on the timestamp 1 day, 8 hours, 0 minutes. From the beginning of the log file through the timestamp 2 days, 11 hours, 0 minutes, power ranged between 4.4 and 6.0 w, and estimated flow ranged between 3.2 and 5.5 lpm. From the timestamp 2 days, 11 hours, 30 minutes through the remainder of the log file, power and estimated flow appeared to slightly increase; power ranged between 6.1 and 7.2 w, and estimated flow ranged between 5.7 and 7.5 lpm. Despite the elevation in pump parameters, the pump appeared to have functioned as intended above the low speed limit with no atypical alarms throughout the duration of the log file. The heartmate ii lvas IFU lists device thrombosis and bleeding as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. This IFU outlines indications of pump thrombosis as well as how to respond to such events. This document also provides information regarding anticoagulation therapy and recommended inr values. In addition, this IFU outlines the pump parameters, including pump power and flow, and explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device - 3 days. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that after replacing the pump, this patient was cardiac tamponade twice and underwent thoracotomy hemostasis. Therefore, the pump power increased from 5 watts to 7 watts. The patient was started on heparin on (B)(6) 2018. The facility is concerned about pump thrombus. The after pump exchange, the log file confirmed that there was an increase in power and flow with a decrease in average pi. No additional information was provided.